Manufacturer narrative:
Corrected data: the initial MDR report was submitted for the loss of suction during the surgery after the laser fired. However, through follow up with the account, it was clarified that the reported suction loss was actually a lack of suction (suction loss prior to the start of surgery, before laser firing). That the nurse had trouble achieving suction hence switched to a different cone. It was confirmed that there was no procedures lost during this event. Therefore, this is no longer a reportable event. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported poor suction/suction loss during surgery-cone issue with an intralase patient interface (pi) after the patient was applanated and after the laser fired. It was noted that the procedure was completed successfully using a different cone. There was no patient injury reported and no surgical intervention was required.